Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer performed a pump reset to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.